Event description:
It was reported that during implant the device was unable to sense an r-wave amplitude of >.1 mv. The device was positioned several times. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.